Manufacturer narrative:
The production device history record (DHR) for this intra aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. (B)(6). A getinge field service engineer (fse) evaluated the iabp unit. To fix the issue, the fse replaced the scroll compressor, and adjusted the regulators. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the getinge field service engineer (fse) while performing a vacuum and pressure regulator calibration, on the cardiosave intra-aortic balloon pump (iabp). The vacuum and pressure regulator were out of specification. The scroll compressor had to be replaced. No patient was involved during this event. No adverse event was reported.